Event description:
I'm a 50-year type 1 diabetic with hypoglycemic unawareness. I use a continuous glucose monitor as well as multiple daily glucose tests to manage my condition. I have used many different products. I purchased an oxiline glucometer and 1200 test strips because their price was attractive and I found their oximeter accurate. Unfortunately the same can not be said of their glucometer. I don't understand how the FDA approved it unless my meter or strips are outside their specs. Initially, their readings weren't good. I often tested 3 times to estimate my blood sugars. Over time I found them to be consistently inaccurate and rarely within the FDA's +/- 15%. I don't have a perfect device with which to compare their results. I do have two other meters using the contour next as well as the cgm from dexcom. The meter readings I was getting from oxiline were typically 30-50% higher than what I was getting on the other devices. I reported this to oxiline on may 25th and asked for assistance. On june 3rd, I reported that after an extremely low alert on my cgm showing a blood sugar reading of 54, I tested my blood glucose using my contour next and got a reading of 58. I applied the same drop of blood to my oxiline and got a reading of 212. I explained to them that if I were relying on their meter I would have been taking insulin which could have killed me rather than eating carbs. I got my first message from them on june 5th asking me for an image or video of the problem. I didn't see the message until the 6th. I responded that their message made no sense. The issue wasn't about a mechanical problem. It was about their accuracy being outside of acceptable parameters. I have not heard back from them. I advised them today that I was filing an FDA complaint since their product is so inaccurate as to be life-threatening. I do not have extensive data since the product was so unreliable that I have only used less than 1 of their 50 strip vials. Thus, all I can say is that in this instance, the device/strip combination is way outside of acceptable FDA standards of +/- 15%, 95% of the time, and the company's response to my concern has been lackadaisical at best. I consider oxiline to be a reputable company, so I'm surprised by the lethargy shown by their support group. If I wasn't a sophisticated user, the inaccuracy of the device I received could have resulted in serious harm.